Event description:
It was reported patient underwent open heart surgery for valve replacement and there was a lead warning due to high impedance and a polarity switch had occurred. It was also reported it was not possible to confirm capture at 7.5 volts and 1.5 milliseconds on the lead, nor was it possible to confirm atrial sensing in either bi- or unipolar settings. The lead was reprogrammed back to bipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.